Event description:
The manufacturer received information alleging a lifevent evo2 ventilator is in an inoperative condition. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center and evaluation of the allegation that the device was no operational was completed with the following findings: the device experienced a ventilator inoperative condition evidenced by device error code e-155 which indicates the machine flow sensor drift was above specification. The devices machine flow sensor required replacement to address this issue. Additional findings not related to the malfunction/issue: a non-critical device event code occurred indicating the sensor offset during drift calculation was too high and required the replacement of the system printed circuit board assembly. A non-critical device event code occurred indicating the motor controller had proceeded to the shutdown state due to an error with the motor and required replacement of the blower due to being defective. In-line proximal filter and inlet foam filter were replaced due to preventative maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.